Event description:
It was reported that the drive support cap was sticking out and the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alrmed during the basic occlusion test and was unable to prime during the prime test due to a protruded/loose drive support disk. Scratched lcd window, cracked display window, broken belt clip and cracked reservoir tube lip noted.